Event description:
The main body was being deployed and difficulty encountered in removing the top cap. After removing the safety wire and loosening the pin vise as instructed, the physician encountered inability to move the black hubbed stylet. Subsequently, both safety wires were removed to assure no crossing of the wires had occurred. The physician accessed through the arm to pull the cap off. The main body was held in place using the balloon catheter.